Event description:
It was reported by the customer that when using the bd pyxis¿ es server medication restock was missing from the medication interface for one item. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the medication restock was missing from the medication interface for one item. The technical support specialist (tss) dialed into the care fusion coordination engine server and checked the station inventory via enterprise server for medication ID on station, which was found to be stocked out. The tss reviewed the inventory view table and identified a ghost pocket showing full quantity. Then the tss cleared the ghost pocket and ran a trigger preview for session trigger and medication ID was showing correctly. The system functioned as intended after the technical support specialist resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, had a interface messages received from pyxis do not include metoprolol ER 100 mg tablets even though they are stocked out and have a max and par set. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.